Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
An olympus salesperson reported to olympus technical assistance center (tac), on behalf of the customer, during a therapeutic procedure (thoracoscopy), the visera 4k uhd camera control unit exhibited error e116. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, tac communicated that the reported error is a processor error and that the possible remedy was to cycles the main power from the front power button or unplugging the power cord for a different type of reset. It was noted that the reported problem was resolved by power-cycling the processor. The serial number of the subject device was not been provided. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.